Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through review of the submitted computed tomography (CT) images and no product was returned for evaluation. Additionally, a direct correlation between the device and the reported transient ischemic attack and patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis, neurologic dysfunction (not stroke-related), and death as adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had was experiencing symptoms of transient ischemic attack (tia) on (B)(6) 2023 and was brought to the hospital. The patient's symptoms included confusion, disorientation, difficulty finding words, and difficulty in speech. The symptoms resolved completely by the time the patient reached the emergency department. The patient's international normalized ratio was 2.6 when they arrived at the emergency department. A computed tomography (CT) was performed on (B)(6) 2023 that noted a moderate amount of mural thrombus in the outflow graft. The CT findings were discussed with the patient, and they were educated about treatment options and informed that they were not a surgical candidate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an outflow graft thrombus, did not want further treatment and elected to go to hospice. The patient's pump was turned off and the patient passed away on (B)(6) 2023. The death was not considered to be device related and the device operated as expected.